Event description:
The IV tubing was resting across the pt's abdomen. Upon further investigation, a very small slit (the size of a needle) was visible, and the chemotherapy was leaking from that spot. There were no needles used when preparing this drug, and no needles were near the pt when administering the drug.